Event description:
It was reported that a presented in-clinic with the patient's implantable cardioverter defibrillator in back-up vvi mode with muscle stimulation and discomfort alleged on the device. Upon performing a device reset, it was noted that the device lost high voltage therapy and noise. The device was explanted and replaced on 18 apr 2023. The patient was stable throughout.

Manufacturer narrative:
The reported event of backup operation and noise was confirmed. Upon receipt the device was found in backup operation. Analysis of device image found the device went into backup mode due to a power on reset (por). After the device was restored from backup mode, functional testing was performed. Noise was observed on the real-time egm. Electrical testing revealed an unregulated supply voltage due to an intermittent capacitor connection in the hybrid. The cause of the reported event was due to the intermittent capacitor connection in the hybrid.